Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) to report that the instrument movements were moving the opposite direction during the procedure. Csr stated that when they started the case, the movements were correct on both hands but sometime during the procedure the movements started to be opposite. Tse asked if they checked the hand control assignments and csr stated yes. Customer was in the middle of a restart when they called in for technical support. Tse found no related errors in the logs. Tse recommended customer reseat sterile adapters and endoscope. Customer elected to convert to general laparoscopic surgery. No further troubleshooting was performed. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and no issue was noted during set up of the system. The procedure been in progress for approximately 10 minutes when the issue occurred. Initial troubleshooting was attempted by reseating the instrument on the arm but not the sterile instrument arm drape. The issue resolved via troubleshooting and this was performed after completing the procedure conversion and patient was out of the room post procedure. Upon verification it was confirmed that the issue was due to a sterile adapter issue.

Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Tse asked customer to verify hand control assignments. Customer was in the middle of a restart when they called in for technical support. Tse found no related errors in the logs upon review. Tse recommended customer reseat sterile adapters and endoscope on the arms. Customer elected to convert to general laparoscopic surgery. No further troubleshooting was performed at the time of the procedure. After completing the procedure conversion, an isi field service engineer (fse) contacted the customer and confirmed that customer reseated the sterile adapters and no further issue was experienced. No issue was observed on subsequent testing and procedures. No site visit was conducted. The system was working properly and no additional action was required. Event verification review was performed. Per the review, the following was confirmed: the inguinal hernia - unilateral procedure was performed on (B)(6) 2022 using system sk3459. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to nonintuitive motion of the instrument on the arm while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.